Event description:
When grabbing the posterior left vaginal cuff the endo stitch suture broke. The endo stitch needle was removed and a new cartridge loaded and the second suture set snapped. A new endo stitch was opened and new suture was reloaded, the procedure continued without further equipment failure. There was no injury or change in procedure required. The failed suture needle and endo stitch handle are intact and were properly bagged and placed in the manager's office. FDA safety report ID # (B)(4).